Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the surgeon went to place the poly into the cup and when he went to engage the poly with the impactor the poly would not fully seat."